Event description:
Later healthcare professional reported "capsular contracture, baker grade 0". This record is no longer reportable to FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6.

Event description:
Healthcare professional reported "capsular contracture baker grade unknown". Later healthcare professional reported "capsular contracture, baker grade iii". This record is for right side. Device was explanted and it's unknown if the device was replaced. Device will be returned.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii.